Manufacturer narrative:
Based on an image received by kci, the foreign material alleged to be v.a.c. Dressing was observed within the wound on (B)(6) 2014. Per patient's medical record, on (B)(6) 2014, the physician documented: "patient states that she was caring for the wound vac herself and changing the dressing and foam... She saw her pcp [primary care physician] two weeks ago and was admitted to hospital for wound care." Per operative report dated (B)(6) 2014, the physician noted: "the patient was also seen with towel soaked in bleach covering the wound, so the patient was admitted at hospital for wound care." Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound nor when the patient was admitted to hospital for wound care. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Event description:
The following information was reported to kci by the nurse: a foreign material alleged to be v.a.c. Dressing was embedded in the patient's wound, and the patient is admitted at the hospital. On (B)(6) 2014, kci received the patient's medical records which stated the following: per nursing note dated (B)(6) 2014, the nurse documented: "noted four visible pieces of black foam embedded into wound. Additionally, there are two areas within wound bed that are suspicious for foam with granular tissue over grown. " per physician's office note dated (B)(6) 2014: "(B)(6) woman with a chronic abdominal wound with foreign body present." The plan of care: have the wound debrided on (B)(6) 2014... "Patient ate today, so unable to perform debridement today..." Per operative note dated (B)(6) 2014, the physician noted: "nonhealing lower abdominal wound from prior hysterectomy incision with wound vac foam adherent to the edges of tissue and dense scar tissue underneath the wound extending down to the pubis. No evidence of abscess or v.a.c. Foam in other areas other than the wound... Using sharp excision, the wound and surrounding tissue was excised."